Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The backlight was functioning properly. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump powered up properly after battery installation. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump was monitored and no blank display anomalies, missing segments, partial display or faint display noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she was not feeling well, and checked the insulin pump, and saw that it was blank. The blood glucose reading was 261 mg/dl. The insulin pump was noted as being cracked at the battery compartment. The insulin pump had been dropped, but after the issues had started the insulin pump was not exposed to moisture but was kept in a bra. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. After cleaning the battery cap contact and inserting a new battery, the display still did not return. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.